Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain-pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc in 2017, migraine in 2013, depression in 2013, anxiety in 2013, cesarean section in 2008, obesity, abdominal pain, diarrhea (loose/watery stools), nausea, bloating, chills, decreased appetite, groin pain, pubic pain, symphysis pubis dysfunction (pubis symphysis injection by interventional radiology. Bilateral sclerosis around the pubic symphysis), osteitis, painful joints (pelvic region and thigh), hips osteoarthritis, knee pain and premenstrual syndrome. Concomitant products included alprazolam, bismuth subsalicylate (pepto-bismol), bupropion, clindamycin, eletriptan hydrobromide (relpax), fluticasone propionate;salmeterol xinafoate (advair), ibuprofen since 2014, sertraline, topiramate (topamax) and tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and weight increased had resolved and the migraine, anxiety and depression was resolving. The reporter considered anxiety, depression, fatigue, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain-pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc in 2017, migraine in 2013, depression in 2013, anxiety in 2013, cesarean section in 2008, obesity, abdominal pain, diarrhea (loose/watery stools), nausea, bloating, chills, decreased appetite, groin pain, pubic pain, symphysis pubis dysfunction (pubis symphysis injection by interventional radiology. Bilateral sclerosis around the pubic symphysis), osteitis, painful joints (pelvic region and thigh), hips osteoarthritis, knee pain and premenstrual syndrome. Concomitant products included alprazolam, bismuth subsalicylate (pepto-bismol), bupropion, clindamycin, eletriptan hydrobromide (relpax), fluticasone propionate;salmeterol xinafoate (advair), ibuprofen since 2014, sertraline, topiramate (topamax) and tramadol since 2016. On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced migraine ("migraine/headache/migraine"). In (B)(6)2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), depression ("psychological or psychiatric problems condition: depression/psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, migraine, fatigue, weight increased, abdominal pain and headache had resolved and the anxiety and depression was resolving. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, headache, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight 156lbs. Patient received treatment for pelvic pain, abdominal pain, psych injury, migraine, headaches, weight gain, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- new events abdominal pain and headaches were added. The outcome of event migraine was updated from recovering to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. B26270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc in 2017, migraine in 2013, depression in 2013, anxiety in 2013, cesarean section in 2008, obesity, abdominal pain, diarrhea (loose/watery stools), nausea, bloating, chills, decreased appetite, groin pain, pubic pain, symphysis pubis dysfunction (pubis symphysis injection by interventional radiology. Bilateral sclerosis around the pubic symphysis), osteitis, painful joints (pelvic region and thigh), hips osteoarthritis, knee pain and premenstrual syndrome. Concomitant products included alprazolam, bismuth subsalicylate (pepto-bismol), bupropion, clindamycin, eletriptan hydrobromide (relpax), fluticasone propionate;salmeterol xinafoate (advair), ibuprofen since 2014, sertraline, topiramate (topamax) and tramadol since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition:depression") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and weight increased had resolved and the migraine, anxiety and depression was resolving. The reporter considered anxiety, depression, fatigue, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received: previously reported event ¿injury to herself¿ is replaced by ¿pain pelvic¿. New events- ¿abnormal bleeding (general), psychological or psychiatric problems condition: anxiety, psychological or psychiatric problems condition: depression, migraines /headaches, fatigue and weight gain¿, lot number, concomitant drug, medical history, lab data, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.